Event description:
The lay user/pt contacted lifescan on feb 27, 2008 and alleged that her one touch ultra meter had a calcode issue. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred in 2008. She also mentioned, that she felt "low symptoms" (specific symptoms not provided) and she treated self with food/beverage. The pt did not receive/require medical intervention and was not tested on any other device. At the time of troubleshooting, the pt was walked through resolving the issue successfully. This complaint is being reported because the pt experienced symptoms of low blood glucose (although specific symptoms were not provided) after the reported issue began. She treated self with food/beverage. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.